Event description:
It was reported that the spinal cord stimulation (scs) patient experienced weakness, achiness and constipation a day after the trial leads were implanted. The patient was hospitalized and the physician diagnosed the patient with low blood pressure and atrial fibrillation. The physician assessed these symptoms were potentially related to the anesthesia given for the trial procedure. The patient has since been discharged from the hospital and was in stable condition.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).